Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported from the office of brier creek dental that a silent nite 3d one piece appliance experienced an upper left anchor breaking off. The patient was reported as a 69-year-old female with a medical history of bruxism and mild-to-moderate sleep apnea with snoring. Oral hygiene was reported as excellent. The appliance was delivered on 08/29/2024. The patient presented with the issue on (B)(6) 2026. Additional reported issues included occlusal changes described as a slight shifting of the bite. Reportedly, the patient went two weeks before the new re-scan to allow the bite to re-settle. The patient discontinued use of the device. The patient followed the cleaning and storage directions per the device instructions for use. No permanent injury or additional medical or surgical intervention was reported.